Event description:
Reporter alleged obtaining the results of 26 mg/dl, 182 mg/dl and 135 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that after seeing the reading of 26 mg/dl, she took 2 glucose tablets and 4 grams of carbs "each." No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.